Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/20/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further inspection of the cartridge revealed that a lens was received stuck in the cartridge and that the lens was overridden by the plunger rod. Furthermore, the plunger rod was found to be bent. The handpiece was disassembled and the assembly was inspected, presenting with no issues. The iol was removed and cleaned, presenting with lens damage as well as a detached haptic. The complaint issue could be confirmed; however, this may be attributed to an inadequate amount of viscoelastic residue and an excessive amount of force, suggested by the trace amounts of viscoelastic residue in the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling, but prior to insertion, the intraocular lens (iol) haptic broke off. There was no patient contact reported. No further information is available.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided, if implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.